Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported an incomplete seal of the closure device was noted. A left atrial appendage (laa) closure procedure was performed and a watchman ® laa closure device was implanted. A jet of 2mm was noted, but it was within the acceptable specifications. During the 45-day follow up, the leak was still there; however, it was smaller at 1mm. The patient is currently fine.